Event description:
It was reported that a patient¿s cartridge fell out of the ilet, after which the patient was uncertain how to proceed; support began education on priming the tubing and filling the cannula to ensure insulin delivery would not be affected, and the patient administered a subcutaneous humalog injection for rising blood glucose, indicating an infusion set or connector issue with the cannula and an incorrect procedure. Symptoms included hyperglycemia reaching 380 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem was identified related to the cannula and infusion process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.